Event description:
The patient reportedly has experienced a decrease in performance and pain at implant site. The patient was seen for evaluation. Programming adjustments were made. However, the problems were not resolved. In 2005, the company was notified of the plan to explant the patient. Surgery to explant the patient's c1 device was scheduled.